Event description:
Prior to a ptca procedure, the physician noted a foreign material while flushing the catheter. The procedure was completed with another unit. No patient injuries or complications were reported.